Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformance, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned for additional evaluation and investigation. Director of sales training and development said that the cause of the csf leak was unknown. Per the instructions for use of the device, csf leak is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Director of sales training and development reported a catheter revision surgery. The revision was due to a suspected csf leak. The patient had a headache and some drainage at the operative sites that needed to be drained and irrigated. A blood patch procedure was performed. After the procedure, 1.5 cm of catheter was discarded.